Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: pfs received: previously reported event "injury" updated to "medical device removal". Case became serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: arthralgia, back pain, fibromyalgia, hypertension, diabetes mellitus, depression, anxiety, tonsillectomy, caesarean section and uterine haemorrhage. Concomitant products included: morphine. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (hysteroscopy, dilation and curettage, novasure endometrial ablation, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and uterine haemorrhage outcome was unknown. The reporter considered pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: removal details: hysteroscopy, dilation and curettage, novasure endometrial ablation, bilateral laparoscopic salpingectomy, lysis of adhesions, essure device removal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: reporter information, patients details, other relevant history, concomitant drug, explant date, auto-narrative supplement added. Event: "essure removal" updated to "pelvic pain" and rcc updated. Event: abnormal uterine bleeding added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.